Manufacturer narrative:
Follow-up #1: date of submission 03/01/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/23/2016 with the following findings: during investigation, evidence of moisture was observed behind the display lens. The battery compartment was observed to be cracked. A leak test was performed and pump case leaks were found. The pump was opened and there was evidence of moisture found throughout the inside of the pump, on the display, printed circuit board and transceiver. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. Investigation revealed cracks between case seal and keypad cover and between the case seal and display lens.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and there was moisture visible in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.